Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with thermocool smarttouch sf catheter for which biosense webster¿s product analysis lab (pal) identified a hole in the surface of the pebax with greenish/white material presumably corrosion inside of it. During the procedure, magnetic sensor issue/error (error code '105'), map points can not be acquired (error 401) and force is out of measurement range (error 95) were displayed. A second device was used to complete the procedure. There was no adverse event reported on the patient. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 21-may-2025 observed a hole in the surface of the pebax, precision spring broken and greenish/white material presumably corrosion inside of it. The event was originally considered non-reportable, however, bwi became aware of a hole in the surface of the pebax with greenish/white material presumably corrosion inside of it on 21-may-2025 and have assessed this returned condition as reportable.

Manufacturer narrative:
The device evaluation details. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation on 14-may-2025. Following j&j medtech procedures, a visual inspection, magnetic functionality test and force test of the returned device were performed. Visual inspection revealed a hole in the surface of the pebax and precision spring broken, also it was observed greenish/white material, presumably corrosion inside it. The device was connected to the carto 3 system and no errors were observed. The force feature of the device was evaluated and the force values and the vector were observed within specifications. No force issues were observed. No magnetic issues or errors were observed. However; no temperature and impedance were observed. Due to this condition, the handle of the device was dissected, the electrical coils and thermocouples (tc) pads were measured, and an open circuit was identified on the tip. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The foreign material on the pebax could be related to the force issue and magnetic sensor error reported by the customer; therefore, the customer complaint was confirmed. The temperature and impedance issue observed during the analysis is unrelated to the complaint reported by the customer. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The potential cause of the open circuit could not be determined. The instructions for use (IFU) contain the following recommendations: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. A significant change in the baseline reading after cleaning might indicate a damaged contact force sensor. In addition, in order to prevent damage to the catheter tip, verify compatibility between the sheath and catheter, advance the catheter through the sheath prior to insertion. Any sheath < 8.5 f is contraindicated. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: -investigation findings: open circuit (c0205) / investigation conclusions: cause not established (d15) / component code: electrical lead/wire (g02015) were selected as related to the biosense webster inc. Analysis finding of the ¿tc/thr ¿ wires-broken¿. -investigation findings: open circuit (c0205) / investigation conclusions: cause not established (d15) / component code: electrical lead/wire (g02015) were selected as related to the biosense webster inc. Analysis finding of the ¿wires-broken¿. -investigation findings: mechanical problem identified (c07) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: sleeve (g04115) were selected as related to the customer¿s reported ¿force issue and magnetic sensor error issue¿. In addition, biosense webster inc. Analysis finding of the ¿foreign material inside the pebax ¿ external damage¿. The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool smarttouch sf approved under p030031/s078. Manufacturer¿s reference number: (B)(4).